Manufacturer narrative:
Initial reporter phone: (B)(4) the product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. After the normal start of the procedure, all sheath washing maneuvers were performed, including the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was washed normally and prepared for the procedure, without any difficulty or complications. The physician then introduced the sheath through the puncture into the patient, also without any difficulty. The issue occurred when introducing the ablation catheter through the sheath. When the doctor introduced the catheter, he felt a little resistance and soon noticed inside the valve of the sheath, this small loose plastic particle. Photo¿s provided. At that same moment, he stopped the maneuver and removed the catheter before that particle entered through the sheath. He successfully managed to remove this plastic particle and they noticed, analyzing the valve, that it had come loose from one of the leaflets of the hemostatic valve. They removed this particle easily without additional intervention. The patient was not affected. They opened a new sheath and then the procedure proceeded without further difficulties and ended successfully. There was no delay due to the reported event. There was no patient consequence reported. Additional information was received. There was a little plastic that completely separated. The brim cap/hub did not detach from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return was observed. The needle used was the heartspan 71cm transseptal needle fnd1901. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The investigation was completed on 13-jun-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was observed broken in the star section. The hemostatic valve was found with a rupture. The issue reported by the customer was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. Analysis was performed, and it was concluded that there was evidence of damage in the valve. This failure could be related to the incorrect insertion of the dilator into the sheath causing the damage of the valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).